Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. (B)(4). Investigation summary : the device was sent to the service center for evaluation. The repair reports indicate: damaged parts of the valve were replaced. Defective drill mounting mechanism 1.0 has been replaced by 1.25. Short circuit in the motor cable - motor cable replaced. "Micro": preventive replacement of o-rings performed acc. To service manual functional test acc. To test procedure completed. The short in the motor cable is the root cause of this reported failure. This complaint can be confirmed. The service history has been reviewed in lieu of the device history record for this device since it was previously serviced. The device was last serviced on 6-28-2018 and passed all functional testing before being returned to the customer. No further investigation is required. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the affiliate in (B)(6) via phone that the micro tornado handpiece with hand controls has an article defect during in-house engineering evaluation, it was determined that the device had a defective drill mounting mechanism and a short circuit in the motor cable. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown but was noted to have occurred in 2019. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.